Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's spouse reported that the act button of the insulin pump was not working and alarmed button error. Troubleshooting was done. Customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.